Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor.

Event description:
A review of service data detected a reportable event. During servicing of monitor (B) (4), which was returned for routine maintenance, it was discovered that the monitor would intermittently not power up. The last pt to use this monitor did not report any problems with it.